Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 48-53 mg/dl were recorded by continuous glucose monitor (cgm) from 11:28:06 am to 11:38:04 am on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 11:28:06 am. On (B)(6) 2020, at 9:55:40 am and 10:31:28 am, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. Blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 46 mg/dl were recorded by continuous glucose monitor (cgm) from 11:38:04 pm to 11:58:04 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 11:33:04 pm. On (B)(6) 2020, at 10:08:19 pm and 10:40:11 pm, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a "low" blood glucose (bg) level resulting in a seizure and loss of consciousness; value was not provided. Bg cause was not known. Customer received assistance from parents and was provided with honey and nasal spray to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.